Event description:
It was reported that the ventilator alarmed for inspiratory flow over range while it was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
On (B)(6) 2017 08:48 am (gmt-4:00) added by (B)(4): the ventilator was investigated by our field service engineer (fse). The expiratory cassette was replaced and ventilator logs were downloaded. Evaluation of the received logs confirms the reported alarms for inspiratory flow overrange and also alarm for technical error in expiratory cassette on the event date. Evaluation also shows that the ventilator successfully passed pre-use check one day prior to event date. Since the replaced part was not returned for investigation, the root cause of the reported technical alarm has not been determined.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).